Event description:
Medical affairs spoke to the patient's family member and obtained the following information: in 2004 the patient's blood glucose was tested in the morning and the patient received a reading in the mid 200's and took their set amount of 75/25 humalog in the morning. Around 2pm, the patient experienced symptoms of feeling disoriented; therefore family member tested their blood glucose and received a reading of error 1. Patient retested several times and even replaced the batteries; however, still received an error 1 message. Family member contacted the paramedic's who took the patient to the hospital where their blood glucose was over 600 mg/dl. Patient was treated with insulin and oral medication. Patient was diagnosed as having high blood glucose and a kidney infection. The technique used for applying blood on the test strip was correct. Customer service was unable to resolve the error 1 issue and sent the patient a new meter. The patient suffered a serious injury; however, there is no evidence that the meter contributed to the injury, since the patient experienced symptoms prior to testing. This case is being reported as a malfunction, since the error 1 message was not resolved.